Manufacturer narrative:
Follow-up #1 and final report submitted to update. Based on the results of investigation. Reported event: the reported device is a 3.0 rio® robotic arm - mics, catalog: 209999. Method & results: device history review: a review of the DHR associated with rio 163 found quality inspection procedures and pt review successfully passed. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were no other reported events. Conclusion: no investigation was conducted since no information was provided. The device was not returned for evaluation.

Event description:
Dr. (B)(6) revised a bilateral mako medial uni patient to a total knee with a 5mm augment on each tibia. Original surgery was done (B)(6) 2012 by dr. (B)(6). This pi is for the right knee.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) revised a bilateral mako medial uni patient to a total knee with a 5mm augment on each tibia. Original surgery was done (B)(6) 2012 by dr. (B)(6). This pi is for the right knee